Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer receiving pain relief. The patient underwent an explant procedure in which the implant was removed. No further information has been obtained despite good faith efforts.